Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 power interrupt errors were found in the history, and the up button is always active. Due to an external mechanical influence, the snap dome of this button is pressed through. All needed tests of the alarm/error functions were passed and no malfunction of these functions could be observed during the investigation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Patient reported the infusion device displayed a w2 battery low warning on (B)(6) 2013 at 5:45 am and then shut off on (B)(6) 2013 at 4:00 pm. He changed the battery and the infusion device displayed an e8 power interrupt error. He was unable to clear the error message by pressing the check button. His blood glucose elevated to 400 mg/dl, and he delivered insulin via pen as a correction. The correct type of battery was used in the infusion device. The infusion device was requested for evaluation. He did not require treatment from a health care professional or second party to address the issue.